Event description:
It was reported that a patient underwent a breast procedure on an unknown date and topical skin adhesive was used. The patient experienced a skin reaction. The surgeon reported there was a 25 to 50 percent incidence of skin reactions upon secondary exposure to the device. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: for which types of procedures did you observe these reactions? All different procedures ¿ abdominoplasty, breast augmentation breast lift, breast reduction (all procedures where prineo was used). What did the reaction look like, and approximately how large was the affected area? Severe angry looking redness in the exact outline of the prineo tape, occasionally with blistering if the patient delayed in letting me know. Sometimes the reaction spread beyond the outline of the actual tape. When these patients contacted us, we had them come in to remove the tape immediately. It took weeks, sometimes months, for the reaction to go away and the skin to recover. I have a few darker skinned patients (south american and indian) who had hyperpigmentation as a result that was permanent in nature from the severity of the inflammation. Do you have any photos of the reaction that you would be willing to share? Respectfully, I am sure you already have plenty. This is not the first you are hearing about this was any medical or surgical intervention required (e.g., product removal, re-operation, re-closure, prescription medication)? If so, please specify. Removal of product always, prescription of steroids always ¿ they typically required high dose steroids (predisone typically) and multiple courses of it. These patients were miserable and uncomfortable with pain and itching and unsightly areas. No surgical intervention required thank goodness. If medication was required, could you confirm whether it was prescription strength? We used to try non prescription strength, but the severity of the inflammation and reaction was always too severe ¿ they always required prescription strength steroids, and high doses at that. Anti inflammatories as well. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the total number of skin reactions reported by surgeon? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo/ dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: no additional information to provide at this time. All the information that the surgeon would provide was sent. The surgeon stated that that these reactions had occurred over the last 2 ½ years and the exact number of skin reactions is unknown.